Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. Prescreen transesophageal echocardiogram (tee), noted that the patient had a pericardial effusion. The physician continued the procedure. A watchman access system (was) and a 27 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully implanted in the laa of the patient. After the closure device had been released the patient's blood pressure dropped. The physician performed a pericardiocentesis and drained 600ml of blood from the patient. There was limited success in stabilizing the patient's blood pressure and no improvement on reducing the pericardial effusion. The patient underwent open heart surgery where a perforation was noted and closed. The patient did well during surgery. There were no other complications that were reported to have occurred as a result of this event, and the patient is expected to make a full recovery. It was further reported that the patient died three days post procedure due to complications of the sternotomy and multiple chest evacuations due to continued sternal bleeding.

Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. Prescreen transesophageal echocardiogram (tee), noted that the patient had a pericardial effusion. The physician continued the procedure. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully implanted in the laa of the patient. After the closure device had been released the patient's blood pressure dropped. The physician performed a pericardiocentesis and drained 600ml of blood from the patient. There was limited success in stabilizing the patient's blood pressure and no improvement on reducing the pericardial effusion. The patient underwent open heart surgery where a perforation was noted and closed. The patient did well during surgery. There were no other complications that were reported to have occurred as a result of this event, and the patient is expected to make a full recovery. It was further reported that the patient died three days post procedure due to complications of the sternotomy and multiple chest evacuations due to continued sternal bleeding. Additional information was received. The versacross connect was in the septum and the perforation was located in the right atrium.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.